Manufacturer narrative:
Additional information: h3-device evaluation: lens returned in a microcenrifuge vial with moisture on lens. Visual inspection found no visible damage to lens. Dimensional and functional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
Patient identifier: xiaojun821229. Weight: unk. Ethnicity: unk. Race: unk. This product is not marketed in the us work order search: no similar complaint type events were reported for units within the same lot. Claim # ((B)(4).

Event description:
The reporter indicated that a 12.6mm, vticmo12.6, -13.0/1.0/114 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2020. On (B)(6) 2020 the lens was exchanged for a different diopter lens due to refractive surprise and blurred vision. This exchange resolved the problem. Cause of the event was reporter as unknown.